Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that, while changing the insulin cartridge of her infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of her insulin infusion device. This caused a small amount of insulin to spill into the cartridge chamber. She dried the device with a cotton swab. The procedure to remove an insulin cartridge was reviewed with the patient. On follow up, the patient's mother said the patient's infusion device is working properly. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.